Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a red, itchy rash without broken skin near the stoma. The pt experienced the condition during an unk period prior to complaint receipt. Pt uses allkare barrier wipe. Pt treated with medicated gels. Pt outcome was not noted.